Manufacturer narrative:
On (B)(6) 2022 lead was explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead explanted. Upon receipt, the lead under complaint was found fragmented. The distal fragment was received for analysis. The proximal fragment was not received. The analysis showed that the insulation was found rubbed through approximately between 15 cm and 8.5 cm proximal to the lead tip, which is assumed to be the root cause of the clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found deformed, which most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead remains implanted. Home monitoring reported drop in impedance to less than 200 ohms from stable impedance of around 500 ohms. There was also a sudden increase in threshold and noise on the lead. In office values were all within range. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events reported. Should additional information become available, it will be added to this file.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.